Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported implant removed due to fracture in the upper part of the neck.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual inspection of the as returned product identified bone and a fracture at the collar section. The reported device was located on tooth # 46 and was used for approximately 3 years and 7 months. Device history record (DHR) review was completed for the subject lot number (63199350). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63199350) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.